Event description:
Tip (approx 8 cm) of port-a-cath separated from catheter. Tip removed from pt. Catheter placed right subclavian, in the superior vena cava, on 7/10/97. No further harm to pt identified.